Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that threshold cannot be measured during lead testing. Lead conductor was suspected to be broken. Lead was not used.